Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed indentations under the lifevest equipment. Patient described the area as electrode wires digging into skin but there is no open skin or oozing. There was no alleged device malfunction contributing to the indentations. The patient¿s physician advised the patient to request a zoll field representative to inspect fit of device to alleviate indentations. Follow up indicated that the indentations improved.